Manufacturer narrative:
(B)(4). Patient information not provided. UDI not provided.

Event description:
According to the reporter, during an appendectomy, the tip of the needle snapped off during closure of wound post procedure. Minute fragment not found - multiple irrigation and x-ray of wound occurred.